Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgery occurred on (B)(6) 2019 in which the lead was tucked away out of the epidural space, which addressed the issue.